Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that needle came all the way out during infusion set change and was not able to adhere to anything. Customer's blood glucose was 441 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was able to change infusion set and treat high blood glucose.